Manufacturer narrative:
Analysis was unable to confirm the reported issues. The programmer passed all incoming tests. Analysis did note that there were error messages in the device logs. The software was reloaded as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a programming session, the programmer experienced freezing and was unable to be used. A previous freezing episode had been successfully cleared by power cycling and battery removal. It was suggested that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service. It was noted that the programmer would not save or print.